Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs for the curved-tip stapler 30 instrument (part #470053-08 / lot #t10220125-0030) was performed. The instrument was installed once and fired one reload (white). The firing was completed per the logs, however, the subsequent unclamp failed at 8% completion. The logs show an error code 22030 confirming the unclamp failure with this instrument. After the unclamp failure, the logs also show multiple instances of e-stop (emergency stop) button presses and the system detecting use of the srk on this instrument. The instrument was last used on 22-jul-2022 during a da vinci-assisted pulmonary lobectomy surgical procedure. Based on this review, the stapler instrument was confirmed to have been used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assist pulmonary lobectomy procedure, the customer was unable to unclamp the jaws of the curved-tip stapler 30 instrument. As a result, the surgeon converted the procedure to open surgery in order to retrieve the instrument. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, an unspecified problem occurred when firing the curved-tip stapler 30 instrument. The customer believed the curved-tip stapler 30 instrument fired with a full line of staples. However, after firing the stapler instrument, the instrument locked up at the beginning of the unclamping phase. The surgical staff placed the da vinci system into recovery mode and the first assistant attempted unsuccessfully to open the jaws of the stapler instrument with the stapler release kit (srk). As a result, the surgeon elected to convert the case to open surgery in order to remove the instrument and complete the pulmonary lobectomy procedure. There were no reported clinical issues encountered following the conversion to open surgery. Intuitive surgical, inc. (Isi) received additional from the or director on 03-aug-2022. According to the or director, the instrument was removed after converting to open surgery. However, the stapler instrument was clamped tightly. The provider and assistant had to pry the stapler off. After the stapler instrument was removed, the staple line was inspected and found to be intact. On (B)(6) 2022, the surgeon advised that the procedure was uneventful until the stapling issue occurred while stapling the pulmonary artery (pa). While stapling and cutting the left pa, the stapler instrument made the cut, but the blade failed to retract. Per the surgeon, the case was converted to an open thoracotomy to remove the stapler instrument. The tissue was cut on the ¿keeper side¿ and over sewn. The left upper lobe was not compromised. The patient remained hospitalized for 4 days and was reported as fully recovered. In addition, on 19-aug-2022, isi received FDA voluntary report with MDR report #mw5111255 stating: "the davinci 30mm endowrist stapler was placed on the pulmonary artery and fired. When the stapler was prompted to unclamp, an error showed that the action that unclamps the stapler was unable to function. The robot was manually put into fault mode to allow the bedside assist to use the wrench, which is the fallback/safety measure when this happens. When going in the proper order, the wrench was unable to fully spin, which prevented the stapler from unclamping the pa. The davinci reps were on the phone with their technical team working the problem, and communicating with the surgeon and bedside assist on how to get the stapler to unclamp. FDA safety reported ID# (B)(4)."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. A white reload was returned stuck on the stapler due to an unclamp failure. An isi technician was able to remove the reload successfully using the stapler release kit. A review of the error log showed that this stapler was used at the site on 22-jul-2022 using system sk2788 and failed due to error code 22030. An error 22030 states, ¿failure mode: unclamping failure¿, leading to the reload being stuck in the grip housing of the stapler. An additional observation not reported was that the instrument was found with a broken grip cable at the wrist. Intuitive motion was not being experienced upon manual input of the disk knobs. The instrument was placed on system but failed engagement due to the broken grip cable. An additional observation not reported by the customer was that the instrument was found with a bent pivot plate. The yaw plate web is bent outwards towards the cardan. The root cause is attributed to the user. Failure analysis found the additional failure of a bent pivot plate to be related to the customer reported complaint.